Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and reseated the display cables. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the upper display erratic. The ventilator was not in use on a patient at the time the malfunction occurred.